Manufacturer narrative:
The reliability analysis evaluated 1 opened and used reservoir. A pre-fill test was performed on the reservoir. The reservoir was not occluded during the test. Another opened and used reservoir was evaluated. A pre-fill test was performed using a new lab transfer guard. It was found that the reservoir was not occluded during test. Two more opened and used reservoirs were evaluated. A pre-fill test was performed on the reservoirs. It was found that the transfer guard's needle was occluded.

Event description:
The customer reported via phone call that he was having issues with a few reservoirs. He cannot draw or push insulin through the tubing. The customer's blood glucose level was unknown. The customer stated that he went through 7 sets and was able to save 4 of them. The products were returned for analysis.